Manufacturer narrative:
Device evaluated by MFR.:the device was returned without a dispenser hoop. A visual examination was performed on the catheter and the shaft was found to be fractured (nickel only) at 72 cm from the hub. The liner was exposed from 72 cm to 86.7 cm from the hub. The liner was intact and no other defects were noted. The distal catheter outer diameter (od) was measured and was within specification. The proximal catheter od was measured and was within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. Access for the uterine fibroid embolization (ufe) procedure was obtained from the left side. When the surgeon advanced a 130mm direxion hi-flo fathom-16 system down the ipsilateral side, through a non bsc guide catheter, the direxion got "stuck"/ appeared fractured. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. Access for the uterine fibroid embolization (ufe) procedure was obtained from the left side. When the surgeon advanced a 130mm direxion hi-flo fathom-16 system down the ipsilateral side, through a non bsc guide catheter, the direxion got "stuck"/ appeared fractured. The procedure was completed with another of the same device.